Event description:
The following information was provided by the initial reporter: it was reported that the device had a damaged battery compartment. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: found motor out of calibration, dso (downstream occlusion) seal lifting, and uso (upstream occlusion) seal lifting.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Found damaged battery compartment and cracked lens. The customer's complaint was confirmed. Upon further investigation, found motor out of calibration, dso (downstream occlusion) seal lifting, uso (upstream occlusion) seal lifting, and latch lock will not lock. The motor, dso/uso, and latch lock were repaired. Device passed all functional testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.